Manufacturer narrative:
It was reported that a patient had an optease retrievable vena cava filter implanted. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received in the patient profile form (ppf) indicated that the device was unable to be retrieved although there have been no documented attempts to remove the filter. The patient also reports to be suffering from anxiety and panic. According to the medical records, the indication for the procedure was deep vein thrombosis (dvt) with a high risk for thromboembolism and pulmonary embolism (pe) as the patient needed knee surgery and was off anticoagulation. The filter was deployed below the level of the renal veins and above the iliac bifurcation. A post-venogram after deployment showed good apposition. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15385970) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient had an optease retrievable vena cava filter implanted. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the device was unable to be retrieved although there have been no documented attempts to remove the filter. The patient also reports to be suffering from anxiety and panic. According to the medical records, the indication for the procedure was deep vein thrombosis (dvt) with high risk for thromboembolism and pulmonary embolism (pe) as the patient needed knee surgery and was off anticoagulation. The filter was deployed below the level of the renal veins and above the iliac bifurcation. A post-venogram after deployment showed good apposition.